Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of no image was confirmed. A channel leak was found during the scope leak test and required repair. The following device components had previously been serviced by a third party and were also recommended for repair: distal end plastic cover, bending section cover, bending section cover glue, the insertion tube, and the light guide tube. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a no image issue while using the evis exera iii bronchovideoscope. The issue was found during preparation for use and there was no procedural impact or patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however, the issue was possibly the result of a faulty video connector circuit board due to leakage and or a damaged charged coupled device (ccd) or component due to a third-party repair. The event can be prevented by following the instructions for use which state: ¿operation manual: important information ¿ please read before use: warnings and cautions: disappeared or frozen endoscopic image describes precautions¿. ¿operation manual: important information ¿ please read before use: prohibition of improper repair and modification states that devices repaired by a third party are not covered by the olympus warranty¿. Olympus will continue to monitor field performance for this device.